Event description:
It was reported that removal difficulty occurred. A carotid wallstent self-expanding was selected for use. Post deployment, there was hard resistance when removing the delivery system. There were no patient complications as a result of this event.

Manufacturer narrative:
B3 - date of event: date of event was approximated to (B)(6) 2025 as the exact event date was not reported. D6a - implant date: implant date was approximated to (B)(6) 2025 as the exact implant date was not reported. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
B3 - date of event: date of event was approximated to 07/01/2025 as the exact event date was not reported. D6a - implant date: implant date was approximated to (B)(6) 2025 as the exact implant date was not reported. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that removal difficulty occurred. A carotid wallstent self-expanding was selected for use. Post deployment, there was hard resistance when removing the delivery system. There were no patient complications as a result of this event.